Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd896407 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis coincident with therapy for peritoneal dialysis. Pd therapy was reported to be ongoing. It was reported that the patient was not hospitalized for the peritonitis event. The peritonitis was reported to have manifested by stomach pain, cloudy effluent and diarrhea. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics (dose, route and frequency unknown) for the event. At the time of this report the patient had not recovered from the peritonitis and antibiotic therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.